Event description:
On (B)(4) 2009, the patient reported the introducer needle of his insulin infusion set will not come out once he has inserted the cannula into his body. He stated he uses his abdomen as his site location. He said he removed the headset and inserted a new one. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.